Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The cylinders and pump were explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The cylinders and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. The pump tubing was cut down to the pump block; the tubing was returned attached to the cylinders. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder kink resistant tubing (krt) had a hole from sharp instrument damage. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder krt did not pass the leak test, however the second cylinder did. Based on the information available and analysis results, the reported clinical observations of device -mechanical issue and a hole in the connecting tube could not be confirmed.